Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, a blood leak from the valve occurred. After inserting the sheath into the left atrium, the advisor vl catheter was inserted to map the left atrium. The catheter was removed and when attempting to insert the tactiflex se catheter, blood leaked from the hemostatic valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. No air contamination to the patient has been confirmed. No additional venipuncture or septum puncture was performed due to sheath replacement.